Event description:
It was reported that the ilet user experienced low blood glucose during the night, with readings in the low 60s and sometimes 50s, after entering multiple meal announcements for individual snacks. Education was provided by clinical support regarding proper meal announcement technique, and the event was managed with oral glucose. Symptoms included hypoglycemia with a nadir of 51 mg/dl accompanied by dizziness, sweating, and shaking. Outcomes included no lasting health consequences. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface in how meals were entered. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.